Event description:
It was reported that the patient's implantable neurostimulator (ins) was placed on the patient's left hip because she did not have enough skin where the ins was normally implanted by the physician. The reporter stated that there was a bruise over the ins site "90% of the time" and when the patient sat, it "stuck out." It was indicated that the patient sometimes felt the ins "zoom", which was "almost like being electrocuted." The patient noticed this more when she was either getting into or out of the car and had to turn the ins off after it happened. The reporter indicated that the patient noticed this happening about two months after the ins was implanted. It was noted that the patient's adaptive stimulation was usually turned off. The reporter indicated that the patient's healthcare provider (hcp) had been informed of this who stated that the patient was "either pulling on the leads" or "something was wrong with the ins." The patient was scheduled for an MRI scan of the head on (B)(6) 2013. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).